Manufacturer narrative:
Mw report does not include serial number, lot number, patient idenitifer, product code, or other information that would enable intera to identify the specific device involved in the alleged complaint. Complaint was not reported to intera. The codman series for treatment of pain/spasticity was discontinued in 2018. If further information is received at a later date, a supplemental report will be filed. Blank fields in the MDR form represents unknown information.

Event description:
Ref mw5155608: "ref medwatch report mw5155608: caller also mentioned patient had a previous pain pump called the "codman 3000" that was working "for years" until last year when it stopped giving the "full dose so patient had that device explanted and a (B)(6) pump implanted. Caller also stated patient had to go through post-acute withdrawal syndrome between the codman 3000 and the (B)(6) pain pump implant."